Manufacturer narrative:
(B)(6). Patient weight not available from the site. A medtronic representative went to the site to test the equipment, however the system was working normally. As a result, no evaluation was performed. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a aneurysm clipping procedure, the surgeon monitor on the navigation system was black. This issue occurred when attempting to navigate the staff cart monitor. The site pulled in their other navigation system to proceed with the case. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.